Manufacturer narrative:
It was reported that the patient has swelling of an unknown cause. The surgeon plans to do a washout of the patient's knee and exchange the poly inserts in the process. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has swelling of an unknown cause. The surgeon plans to do a washout of the patient's knee and exchange the poly inserts in the process.